Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the precise bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire to be related to the customer complaint. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken at the grip-crimp location. The instrument failed the electrical continuity test. No insulation damage was found. No signs of thermal damage were observed. No cables exhibited any signs of fraying or breakage. The housing was removed from the back end, no damage was observed. The root cause for the broken conductor wire is attributed to a component failure. Additionally, the instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. Size of missing piece is approximately 0.054¿ x 0.223¿. The root cause of broken instrument bipolar yaw pulley was typically attributed to the user, such as excess force applied to the distal end of the instrument. A review of the device logs for the precise bipolar forceps (part# 420110-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the precise bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 1 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the precise bipolar forceps instrument was noted to have broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.